Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in late 2008, approximately six months post stenting of the dist rca (pre-dilated) and (no predilatation - direct stenting performed) with two xience stents, the patient experienced angina. The patient was re-hospitalized and a diagnostic coronary angiography was performed. Results not reported. Reported treatment was percutaneous coronary intervention on an unknown lesion. No additional info available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Angina and stenosis, as listed in the rx xience IFU, are known risks with coronary stenting and are not an indication of a product quality issue. There was no reported device malfunction; therefore, it does not appear to be a stent delivery system quality problem. It is likely that the angina is a secondary effect of the stenosis which required ptci and hospitalization. The xience IFU states "pre-dilate the lesion with a ptca catheter." A conclusive root cause for the reported patient effects, and the relationship to the devices, if any, cannot be determined.